Event description:
Event verbatim [preferred term]. 1st degree burn [burns first degree], narrative: this is a spontaneous report from a non-contactable consumer reporting for herself. A 30-year-old female patient started to receive thermacare heatwrap (thermacare menstrual), device lot number w81903, expiration date jun2021, from (B)(6) 2020 after 6.5 h application for menstrual pain. The patient medical history and concomitant medications were not reported. The patient previously used thermacare heatwraps for a long time. Although thermacare had been used by the patient for a long time, this time burns occurred. The patient experienced 1st degree burn on (B)(6) 2020. The action taken in response to the event for thermacare heatwrap was discontinued on (B)(6) 2020. The outcome of the event was unknown. According to the product quality control group batch w81903 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. A trend does not exist for this batch. An evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event safety. Conclusion: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. The cause of the consumer getting a burn after using the wrap for 6 hours is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. Reasonably suggest device malfunction: no. Severity of harm: n/a. Site sample status was not received follow-up (11nov2020): new information received from the product quality group included: investigation results. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
Batch w81903 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. A trend does not exist for this batch. An evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event safety. Conclusion: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. The cause of the consumer getting a burn after using the wrap for 6 hours is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. Reasonably suggest device malfunction: no. Site sample status was not received.

Event description:
1st degree burn [burns first degree], , narrative: this is a spontaneous report from a non-contactable consumer reporting for herself. A (B)(6) year-old female patient started to receive thermacare heatwrap (thermacare menstrual), device lot number w81903, expiration date jun2021, from 17oct2020 after 6.5 h application for menstrual pain. The patient medical history and concomitant medications were not reported. The patient previously took thermacare heatwraps for a long time. Although thermacare had been used by the patient for a long time, this time burns occurred. The patient experienced 1st degree burn on (B)(6) 2020. The action taken in response to the event for thermacare heatwrap was discontinued on (B)(6) 2020. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available.